Manufacturer narrative:
The device was send to the (B)(4) for repair. According to the service order of inhouse repair: displays head error when rpm is increased. Replace rfc control board. Pm, functional test and safety check as per the service manual. All tests passed. The rotaflow control board has to be replaced. The device was cleaned for clinical use and was send back to the customer. According to the root-cause-analysis as most probable cause in a previous investigation for the failure can be concluded a damage on the digital isolator ic32 of the control board. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that on the rotaflow console the error message "head error" displayed during service/maintenance. No patient involvement. (B)(4).